Manufacturer narrative:
B6): relevant tests/laboratory data unk. B7): other relevant history unk. H3): a portion of the device was discarded and a portion remained in the patient, thus no investigation could be completed. H6): lld cut/cap is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A capped rv lead was present in the patient as well, but was not initially targeted for extraction. A spectranetics lead locking device (lld) was inserted into the targeted rv lead to provide traction; very little scarring/resistance was encountered, and was successfully extracted. Due to the ease of extraction of the targeted rv lead, the physician chose to attempt removal of the capped rv lead, and an lld was inserted to provide traction. During attempted removal, a large chunk of calcium was encountered around the clavicle. Therefore, multiple spectranetics devices were used (11f tightrail sub-c rotating dilator sheath, 16f glidelight laser sheath) to get through the calcium. However, the lead's insulation was damaged and the high voltage cables were severed. Snaring was attempted via a femoral approach without success. Considering the age of the lead and lack of progress at the clavicle, the physician abandoned the lead. He attempted to unlock the lld from the lead but was unsuccessful; therefore, the rv lead and the lld were cut and capped, and remained in the patient. This report captures the lld within the capped rv lead which was cut and capped, and remained in the patient.